Manufacturer narrative:
(B)(4) the device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had white floating particles. This was noted before use. The device was filled with ceftriaxone. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 26, 2015 ¿ february 27, 2015 one unit was received for evaluation. Visual inspection of the unit noted white floating particles in the device. The cause was undetermined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.